Event description:
It was reported that the insulin pump alarmed no delivery twice. The blood glucose reading was 112 mg/dl. Advised the customer to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. Upon troubleshooting, it was found that insulin did not exit the tubing. The customer stated that insulin did not exit with a plunger push and that there was greater than normal resistance. Advised return of the reservoir for analysis and replacement of the infusion set and reservoir. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.